Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2013 and the battery was charged to 4.065 volts. On (B)(4) 2014 the battery had depleted to the "lock" mode (<(><<)>(><(><<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Event description:
It was reported that the patient was seen on the day prior to the report and they were unable to communicate with his implantable pulse generator (ipg). The reporter was not certain at the time if it was due to an overdischarge or normal battery depletion. The reporter suspected an overdischarge with an unknown number, but the health care professional and patient elected to replace the ipg because it was implanted in 2006. Therefore a physician mode recharger (pmr) was never initiated. It was noted that plans were underway to have a new battery implanted. No patient symptoms or complications were associated with the event. It was further reported that the patient was doing well, but not receiving therapy as arrangements were being made to have his device replaced. No date had been set, but the health care professional¿s office last reported that the surgery would be scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up rep ort will be sent.

Event description:
Additional information received reported that the patient had not recovered and the symptoms/issue was ongoing as the depleted battery had not yet been replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was explanted due to an end of life (eol), which was from normal battery depletion. The battery was returned to the manufacturer for analysis. There was no patient injury and he recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator; product ID 355029, lot# n082296, implanted: (B)(6) 2006, product type: accessory; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.